Event description:
Additional information for this case was received. The patient was being treated for a 7.2 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 23-25 mm in diameter and 10 mm in length. The distal aortic neck was 22 mm in diameter. The right iliac artery was 14 mm in diameter and the left iliac artery was 9-10 mm in diameter. The femoral arteries were 7-8 mm in diameter.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aorta was 10 mm in length with an angulation of 50-60 degrees, plus had mild calcification and thrombus. It was reported that the bifurcated stent graft landed perfectly, directly below the renal arteries, however, a type I endoleak was discovered. Prior to the procedure, the physician discussed that the patient had a short, angulated neck and was worried about seal. The physician commented that if a seal was not achieved with the endurant bifurcated stent graft, that a cuff would be placed covering both renal arteries to achieve seal, since the patient already has an occluded left renal and a stenotic right renal, which require him to be on chronic dialysis. Therefore, the physician then placed a cuff just distal to the sma, intentionally covering the right and left renal arteries. The cuff successfully resolved the endoleak. On the final angiogram, a type ii endoleak from either the ima or lumbar arteries was discovered and left uncorrected. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short and angulated proximal neck, anatomy related; type 2 endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short and angulated proximal neck, anatomy related; type 2 endoleak)

Manufacturer narrative:
(B)(4).